Event description:
An ultratome xl sphincterotome was used during (endoscopic retrograde cholangiopancreatography) ercp procedure. Boston scientific was reported that the cut wire was not bowing adequately to do the sphincterotomy. The sphincterotome was then removed and the procedure was completed with another similar device with no complication to the pt. The pt's condition is reported as stable. On follow up effort, it was found that the cut wire was merely twisted and not broken.